Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 170ct2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the malfunction was caused by a door failure. A field service engineer cleaned all electrical connectors in the cabinet, applied conductive grease to all microswitch connectors, and tightened and resecured all wiring harnesses to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the failure occurred while dispensing medications, but since the door opened, there was no delay in dispensing medication. There were no adverse events or injuries reported as a result of this incident.